Event description:
On or about (B)(6) 2008, the plaintiff had an ams sparc sling implanted to treat pelvic organ prolapse and/or urinary incontinence. It was alleged by the plaintiff's attorney that the "plaintiff began experiencing bleeding, bowel problems, infections, need for additional surgeries to remove or repair mesh, pain, pain with sexual intercourse, urinary problems, and vaginal scarring/shrinkage sometime after implant." It was also alleged that the "plaintiff suffered, and continues to suffer serious bodily injury and harm," and that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.